Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was questioned whether there was high battery drain due to power on reset (por) and high previous/post outputs. It was noted the device had reached battery depletion prematurely. It was noted there was rising, high and unstable threshold. The device was reprogrammed. The device and leads remain in use. No patient complications have been reported as a result of this event.